Event description:
It was reported that the lesion was located in the left anterior descending artery. While implanting the promus 3.0 x 18 mm stent, during inflation a dissection was noted at the proximal end of the stent. The physician stated that the dissection was due to balloon overhang. A promus 3.0 x 23 mm was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported appearance of an oversized balloon inflation profile may be the result of, but not limited to manufacturing, high inflation pressures used at stent deployment, lesion calcification, incorrect vessel diameter size measurement, incorrect marker band placement, improper prep of the device such that air is within the balloon or incorrect product size selection. To ensure this is not related to a manufacturing deficiency, a sampling of units is destructively tested to verify uniformity of expansion. Additionally a sampling of catheters is destructively tested to verify proper balloon working length for every sub-assembly catheter lot. Return of the promus stent delivery system (sds) may have aided in the investigation and determination of cause. It was reported a dissection was noted during implantation of the promus stent and another stent was implanted to treat the dissection. Dissection, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A search of the lot history record indicated no nonconformance for the lot and a search of the complaint database indicated no other incidents, there is no indication of a lot specific product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.